Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 analyzer was found to be leaking lh series pak reagents (erythrolyses ii and stabilyse) and blood under the flow cell. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves with no face protection. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. There was no affect to patient results. The instrument produced differential voteouts and no erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on 09/22/2011 for this event and found that the stabilyse line to the differential mixing chamber was leaking. The fse indicated that a hole was worn through the shielding and the tubing due to rubbing on the actuators when the mixing chamber agitates. The fse replaced the tubing and cleaned the leak. Startup was performed and all quality control (qc) was verified within customer range. The root cause was due to a hole worn in the stabilyse tubing to the differential mixing chamber. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).